Event description:
It was reported that the pt had expired. The device was returned by the mortuary. The cause of death was not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.